Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller was no longer charging from the ac power supply so they couldn't recharge the ins. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed that the controller powered on. Caller saw batteries empty cannot continue replace the controller batteries (79) appear. Agent then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller saw memory problem data has been lost. Agent reviewed screen meaning with the caller. Agent walked the caller through setting the date and time on the controller. Caller confirmed seeing the controller light flashing green, so agent understood that the controller was then accepting a charge. Agent had the caller unlock the controller. Caller saw no device found; agent reviewed screen meaning with the caller. Agent had the caller initiate an ins recharging session. Caller saw battery empty cannot continue recharge the controller. Agent had the caller reconnect the ac power supply to the controller and caller confirmed seeing the controller light flashing green. Agent advised the caller to recharge the controller fully and then recharge the ins. Caller will call ps back if further assistance is needed. When asked for the event date, caller said that it had been a while. Caller mentioned that the pt had talked to someone before since they had problems with the device before. Caller also mentioned that the pt had a knee replacement done as well. Caller called back and needed assistance charging the implant. Caller was able to charge the controller but not the implant. During the call there were no damages on the recharger. Caller plugged the recharger and got 84/86/88 on passive recharge. Caller was able to get to the batteries screen. Controller was at 100% and implant was at 30%. Quality was excellent. Agent advised caller to call back if the issue persisted. Patient called back regarding same concern while charging ins. Patient mentioned that they would see a screen on their controller that says battery low replace controller batteries soon. Patient also mentioned that the controller would sometimes say "please call mdt" did not specify further. Patient mentioned that they would periodically see disconnected on the controller while charging ins. Patient confirmed no visible damages on controller port pins. Patient also stated that the controller would sometimes show an rm06 screen while charging ins. Patient confirmed that controller was charged. Patient said that the cause for the controller no longer charging is because of the charging cord. Pt said charging cord replacement was done. Patient said that the issue was resolved but they cannot turn the intensity to up but only down. When they turn the intensity down. It will not turn up.